Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-aug-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an impla ntable pump. It was reported that the patient had a catheter replacement on (B)(6) 2025. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep was in the case. The pump replacement was for elective replacement indicator (eri). The catheter didn't aspirate so they replaced it. The rep was notified of the event on (B)(6) 2025 and the rep was present at the event. The event occurred on (B)(6) 2025. The event occurred intra-operatively. The rep was the primary contact and there were no issues or environmental factors reported. Diagnostics/troubleshooting included x-rays and splicing the catheter to figure out where the occlusion was. The issue was resolved and there was no further information. The patient was receiving morphine 20 mg/ml. The patient's weight and medical history was unknown. The patient was unharmed and the customer discarded the device.